Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive permanent cautery spatula (pcs) to perform failure analysis (fa). Fa did confirm the customer reported complaint and found the primary finding of a broken spatula. The instrument was found to have a piece measuring approximately 0.157" x 0.074" broken off the spatula on the distal end. The broken piece was not returned. The complaint was confirmed by failure analysis. .

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the tip of the permanent cautery spatula (pcs) broke off and fell inside the patient. While operating with the permanent cautery spatula (pcs), there was a bipolar forceps instrument and a needle driver instrument being used. The surgeon stated while using the instrument, it was never visualized as being broken. When the pcs was not in use, it was straightened and stored closest to the patient¿s right lower quadrant. The surgical assistant encountered no resistance while removing the pcs and it was placed on the back table. The procedure was completed robotically, and the patient was brought to the recovery unit. The instrument was not visually inspected after use and was sent to the sterile processing department (spd); where the damage to the pcs was later identified. Spd informed the surgeon of the missing fragment, and an x-ray was performed on the patient in the recovery unit. The image showed an opaque object near the patient's right lower quadrant, roughly measuring 5mm x 3mm x 1mm and believed to be the broken pcs fragment. The patient returned to the operating room for a subsequent laparoscopic procedure a few hours later on the same day, to retrieve the fragment. The surgeon reopened three port incisions and searched the abdominal cavity. An object, that when grasped felt more firm than regular tissue, was collected and attempted retrieval through a clear plastic laparoscopic port. The port was removed, and the instrument jaws were inspected but nothing could be identified as the object collected. The removed port was then inspected and flushed but no fragment was found. Nothing was noted in the soft tissue abdominal wall tract from which the port was removed either. Fluoroscopy was performed and multiple x-rays were taken, but the images found no retained object or fragment. The procedure was completed, and the patient was brought back to the recovery unit. Another x-ray was performed the following day, and the images again found no retained object or fragment. The surgeon stated being unable to ascertain that a fragment was retrieved or retained. The patient was discharged and has not returned to the hospital for any post-surgical complications. The surgeon suggested performing a computed tomography (CT) in the near future and it was agreed that the scan would help rule out any metal objects in the abdomen. The surgeon is unaware if the patient has a prior medical history of any clips or staples from other procedures but did not place any herself. The x-ray images were requested, and the surgeon agreed to look into obtaining those images.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The surgeon had a computed tomography (CT) scan performed and the results came back negative; confirming there were no metal objects found in the abdomen.